Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was detached off. It was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 03/06/2009. Information is unavailable; device was not returned for evaluation.